Event description:
Caller states the patient tested 2.1 inr on coaguchek system 1 and 3.1 inr on coaguchek system 2 during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system, however, caller states strips are not available for return. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.